Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side implant rupture confirmed by MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed in the device. Additional observations: deformation is observed. Red particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Patient reported right side implant rupture confirmed by MRI. The device has been explanted.